Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple stations were on disconnected mode. A technical support specialist (tss) dialed in to the application server and logged into to check the synchronized information. All devices for hill regional showed uploads within the last two hours, with the last communication while the current server time. An attempt to dial into the station showed it was in disconnected mode. A ping test from the server to the station¿s ip timed out, and the logs indicated server ping failures and endpoint errors, suggesting that domain name system might have been blocked or the network was down at hill regional hospital. Tss called the pharmacy and spoke with customer to have hospital information technology check the network on-site. After rechecking the synchronized information, all stations showed current upload and heartbeat. Tss called back and informed her that the issue should be resolved by it. The customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was no disconnected mode. Customer mentioned that did not had any scheduled maintenance or downtime at that moment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.